Manufacturer narrative:
Correction: section h10 has been updated to what it should have been in the initial report instead of being blank.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient was experiencing discomfort at the ipg site and their lead had high impedances. As a result, the patient underwent surgical intervention during which the ipg and lead were explanted and replaced. It is unknown which lead had the issue.